Event description:
The epidural pump itself was functioning properly. The bolus cord, which is connected to the pump shorted. The button that the patient would use to administer the medication was always activated. The nurse caring for the patient immediately noticed that the pump was delivering a dose of medication that the patient did not press the button for. The nurse immediately clamped the IV site and took the epidural pump off the patient. There was no harm to the patient. The bolus cord passed prevenative maintenance testing but failed a bolus cord flexion test. The clinical technician stated that this was due to normal wear and tear. All other bolus cords on epidural and pca pumps have been replaced throughout the health system. The bolus cord in question was mistakenly discarded in the process. We have contacted an outside source for recommendations on replacement cycles and life expectancy of these bolus cords.